Event description:
It was reported in a journal article that 317 kyphoplasty procedures were performed in 142 patients with osteoporotic vcfs (vertebral compression fractures) using the unilateral technique. Complications related to the procedure and cement extravasation rates were recorded. Height restoration and overall coronal and sagittal spinal alignment were assessed preoperatively and postoperatively. It was reported that 34 cases (10.73%) of cement extravasation were all asymptomatic. The type of cement used was not specified in the article.

Manufacturer narrative:
Literature citation : papadopoulos ec, edobor-osula f, gardner mj, shindle mk, lane jm. "Unipedicular balloon kyphoplasty for the treatment of osteoporotic vertebral compression fractures: early results." Journal of spinal disorders <(>&<)> techniques 2008 dec; 21 (8): 589-96. (B)(4): although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.